Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use, manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned and the lot was not provided; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. A device history record review could not be performed as the complaint lot number was not provided. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. There is no evidence to suggest that nonconforming product are in the field. Measures have been previously initiated to address this issue. Appropriate measures were initiated due to an increased trend for hub separation on ultrathane mac-loc locking loop multipurpose drainage catheter. The root cause analysis determined that a change in flaring iron from 0.200¿ to 0.190¿ caused the increased trend in hub separation/leakage. New validation tests were performed to validate a new flaring iron resulting with a 0.210¿ flare, with passing tensile and leakage results. The flaring iron diameter was changed to 0.210¿. Verification of effectiveness was confirmed based on occurrence rate following the flaring iron change being statistically equal to the original complaint rate (prior to the change from 0.200¿ to 0.190¿). Based on the provided information, inspection of returned product, and the investigation, a root cause of this occurrence is related to variation in the manufacturing process. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing placement of an ultrathane mac-loc locking loop multipurpose drainage catheter. Leakage was observed at the hub during the placement procedure. The device was not used; a new device was opened and used to complete the procedure. There are no reported adverse patient consequences. The device is not available for evaluation.